Event description:
Paramedics used the device to diagnose the pt ECG to be an unstable tachycardia. Per protocol, synchronized cardioversion was attempted. Reportedly, the device defibrillator failed to charge to the desired level. The observation or observations upon which this allegation was based was not reported. Another ambulance crew arrived on scene and used their device to continue pt treatment. The reporter did not know pt outcome.